Event description:
It was reported that this right atrial (ra) lead was damaged during right ventricular lead extraction. This ra lead was explanted and replaced with the same model. No additional adverse patient effects were reported.